Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1: email address: unknown/not provided section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) got stuck in the eye incision. The doctor had to use 0.12 forceps to pull the iol. It was decided to use another lens. The customer discarded the iol as they felt there was nothing wrong with it. No further information is available.